Event description:
The customer reported being hospitalized for high blood glucose of 400 mg/dl. The customer was experiencing high glucose for the past couple of days. The customer's most recent glucose reading was 308 mg/dl and was treated with the insulin pump. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. It was stated that the customer has scar tissue problems. The customer also reported having bent cannulas upon removal. The customer stores insulin in fridge, does not allow the insulin to come to room temp before filling the reservoirs. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.